Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device, reviewed logs and the issue could not be confirmed. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use this 980 "vent powered down while connected to patient". The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. Additionally the rt (respiratory therapist) lead stated that he had been informed that the ventilator had stopped delivering breaths.